Event description:
Carers were positioning hoist above pt when hanger bar became detached from hoist and landed on pt. The pt was not attached to hoist when hanger detached. The pt sustained mark on wrist. Ref MFR report 9611530-2013-00081.